Event description:
Distributor reported that ventilator would not reach more than 15 cm h2o airway pressure when peep is zero(0). Ventilator was in clinical service. No pt injury or harm reported. When peep is set at 10, then airway pressure goes up to 25cm h2o. On (B) (6) 2008: no further info available at this time.

Manufacturer narrative:
On 5-20-08: await confirmation of ventilator serial number from distributor. Preliminary MDR notification. F/u will be submitted when device has been returned and evaluated or add'l info becomes available.